Event description:
The device involved in this MDR report was explanted after 19 months of implantation and returned for analysis because failure to sense was observed during follow-up. No anomaly was noted regarding pacing feature.